Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to add code chest injury for both affected devices as the patient experienced chest injury of unknown type to more accurately capture the reported event. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of explantation will be (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced grade IV bilateral capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.